Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 15:46:20 on (B)(6) 2023. Response button use / bradycardia status was detected intermittently from 15:49:07 to 10:43:35 on (B)(6) 2023 & (B)(6) 2023. An arrhythmia was detected at 10:50:18. ECG shows vt @ 160 bpm obscured by CPR/electrode lead fall off. The rhythm then degraded to asystole obscured by CPR/electrode lead fall off. The patient was in sinus bradycardia @ 30 bpm degrading to asystole obscured by CPR/electrode lead fall off. The rhythm then degrades to vt from 190-160 bpm obscured by CPR/electrode lead fall off. The rhythm then degraded to asystole obscured by CPR/electrode lead fall off from 10:45:55 until the electrode belt disconnected at 10:50:19 on (B)(6) 2023. The electrode belt disconnected at 10:50:19 on (B)(6) 2023. The device properly detected vt. However, CPR and electrode lead fall off prevented lifevest from treating the patient.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.